Event description:
It was reported that during the case while opening a sealed intact implant box, the nurse noticed the distal tip of the implant was poking out of the sterile packaging. There is no further information available at the time of this report.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet. The investigation is currently in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that during the case, the nurse noticed the distal tip of the implant was poking out of the sterile packaging. The procedure was completed using a new stem.there is no further information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: a1 a2 a3 b4 b5 g3 g6 h2 h11.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;d4(UDI);g3;h2;h3;h6. Product was returned and evaluated. Visual evaluation of the returned product/provided photos identified damage to the sterile packaging (blister and pouch). Sterility had been compromised. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. The condition of the device when it left zimmer biomet is considered conforming to specification. The root cause of the reported event can be attributed to transit damage and a packaging design issue. The reported event has been confirmed by evaluation of the returned product and provided photos. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.